Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pump sounds could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, rev. D is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the cause of the issue was not identified. The issue resolved and no other intervention was done and there was no adverse patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient felt as if their "ventricular assist device (vad) was going to turn off" on (B)(6) 2026. The patient identified a sound that they had not heard before and stated they felt as if their vad "moved". The patient scheduled an appointment for (B)(6) 2026 and rescheduled to (B)(6) 2026. The patient was seen in clinic, and there were normal vad sounds with auscultation. Log files were submitted for review and captured some clusters of pulsatility index (pi) events. Otherwise, there were routine events.